Event description:
Boston scientific received information that pacemaker had been admitted to the hospital for an unknown reason. While in the hospital, the health care professional (hcp) reported that the patient supposedly had an 80 beat run of ventricular tachycardia (vt) that had not been captured by the device. Boston scientific technical services (ts) discussed that this could have been detected during an ongoing atr or was below the rate cut-off for vt storage. It also appeared that many events may have been overwritten as the patient was having numerous atrial tachy response (atr) episodes. Approximately three weeks later, the patient was again admitted to the hospital for what was reported to be for various reasons. The patient was reported to have sepsis of an unknown source. While admitted, the hcp noted the device to be pacing at 130 paces per minute (ppm). The hcp sent a fax in for ts review. Ts confirmed that the fax showed ap vp followed by (as) at 130 ppm which was the maximum sensor rate. The patient complained of feeling a rapid heart rate. Ts discussed turning off the minute ventilation (mv) sensor which the hcp did. Additional information was requested from the local boston scientific field representative. The fr was not aware of any further information regarding this event. Of note, the patient was reported to not be followed routinely by their clinic. There were no additional adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.